Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available. It was reported that the patient worn sensor beyond seven days. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. It was reported that an alternate blood glucose test was used. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value.